Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen noted. No bolus delivery anomaly noted. The bolus wizard functioned properly. Device had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the bolus wizard would only delivery two units. Customer's blood glucose was 200 mg/dl 300 mg/dl. Customer was unable to troubleshoot at time of call. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.